Manufacturer narrative:
Per email, "the clamp does not stay tightened and is causing too much skin to be removed." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per email, "the clamp does not stay tightened and is causing too much skin to be removed."